Event description:
Air in line alarm investigated & no air could be seen. While the tubing was out of the pump the pt had a decrease in blood pressure and heart rate and became pulseless. CPR performed and the pt stabilized.